Manufacturer narrative:
Analysis of the data provided revealed : - the subject crtd was implanted on (B)(6) 2024 - during the device implantation procedure, with ble connection a charge test was performed. During the charge test, the device reset due a temporary drop of internal power supply (power-on reset). - the cause could not be identified with certainty, it could due to an inadequate software management of the voltage transition and/or hardware limitations under simultaneous specific conditions (during a charge in ble connection with programmer and rf perturbations) - no abnormal consumption was recorded. - review of manufacturing records of the subject device revealed that the device was manufactured and released accordingly to all applicable procedures. - this case is retained and utilized for trend purposes.

Event description:
Reportedly, the ICD reset at the day of the device implantation.

Event description:
Reportedly, the ICD reset at the day of the device implantation.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.